Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03402 and 2134265-2018-03147. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. However, during the procedure, it was noted that the pullback sled would not pullback. The pullback sled was replaced with another of the same device and the procedure was completed. No patient complications were reported.